Event description:
It was reported that before starting the dialysis session, a few drops of the catheter lock fluid was observed under the bifurcation hub over the catheter. The cath lock couldn't be sucked off (aspirated), so the lumens were flushed with saline solution which was flowing out underneath the bottom part of the bifurcation over the catheter surface and the lumens couldn't be flushed.

Manufacturer narrative:
The complaint of an external leak is confirmed. No information is available regarding date of placement, frequency of access, complications, catheter maintenance of dressing protocol. During functional testing, a small spraying leak was observed emanating from the distal end of the bifurcation site. Gross and microscopic examinations reveal a partial tear in the tubing at the juncture of the tubing and the distal end of the bifurcation site. The partial tear is perpendicular with the central axis of the tubing. The partial tear in the tubing contains characteristics associated with tensile damage. This type of damage can occur when the catheter is stretched beyond its elastic limits. The break is possibly related to stresses placed on the tubing; however, at this time exact mechanism of damage is unknown. A lot history review (lhr) of reud0983 showed no other similar product complaint(s) from this lot number.